Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Additional information obtained indicated no resistance was encountered. The facility used a snare to retrieve the end of the pressure wire which had detached from the wire. After retrieval, they opened a new wire and completed the case. The implant or explant dates are not applicable to this device. Visual and microscopic inspection were performed on the returned device. There were several kinks and bends along the wire. There was a kink at the core wire. The entire distal coil including the dome was missing. The sensor was intact. The proximal hypotube joint was stretched but intact. The probable cause of the reported ¿sheared wire¿ failure was the wire being damaged in use, as evidenced by the missing distal coil, the missing portion of core wire, and the kink present at the core wire. The customer also reported they ¿torqued the wire strongly before inserting into the vessel¿. Strain, impact, and forces associated with use can affect the integrity of the device. However, we were unable to conclusively determine when and how the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. The customer reported during a planned diagnostic coronary procedure, "sheared wire - sensor off and had to use a snare to retrieve," and "physician torqued the wire strongly before inserting into the vessel causing the sensor to detach in the artery." There is no patient injury. This adverse event is being submitted because the manufacturer's device separated in the patient and additional intervention was required to retrieve the separated portion of the device. There is a potential for harm if the malfunction were to recur.